Event description:
A report was rec'd that during a pocket revision to relocate the ipg to a more suitable charging location, the physician discovered a milky clear fluid in the pocket and as a precaution decided to explant the ipg. The pt was treated with oral and intravenous antibiotics.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.